Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system, and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open; the dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the surgical team attempted to use the vessel sealer extend (vse) instrument to coagulate vessels; however, the push button on the upper part of the instrument did not allow the jaws to open, rendering the instrument unusable. The instrument had to be replaced with another functional instrument to continue the procedure. No clinical consequences for the patient. This caused a procedural delay of less than 15 minutes due to changing the instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was not operational at any time during the procedure. The instrument was inspected prior to use. The push button on the top of the clamp did not allow the jaws to open, rendering the instrument unusable. The problem arose during verification of the forceps' proper functioning prior to use. No errors were observed. The instrument was not stuck on tissue when the issue occurred. Customer used a different functional vse instrument to resolve the issue. No injury to patient or clinical consequences.